Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2016. Non-revision of left shoulder components due to dislocation during a steroid induced manic episode. Actions taken: closed reduction of shoulder. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the need for additional treatment (closed reduction) reported was likely the result of the "steroid-induced manic episode", which allegedly led to the dislocation.

Event description:
Index surgery: (B)(6) 2016. Non-revision of left shoulder components due to dislocation during a steroid induced manic episode. Actions taken: closed reduction of shoulder. This event report was received through clinical data collection activities.